Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller in reloading the same cartridge and later guided them through filling and loading a new cartridge.